Event description:
It was reported that during a colon procedure, the device would not release staples because it was empty. The stapler was not used at all. The pt already had a stomy bag and was operated for a restoration of continuity. Due to patient and tissues conditions, non device related, the surgeon performed the surgery with manual sutures. A new stomy bag was placed. There were no adverse consequences for the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.